Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to infection. No additional adverse patient effects were reported.